Manufacturer narrative:
Additional information: a contact person at the event site is (B)(6) biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) bp waveform absent during fo test. Getinge field service engineer (fse) no blood pressure waveform present during the fiber optic test.saline contamination found on the bp adaptor cable connector. Corrosion also found on the mechanism for the fiber optic cover on the upper panel assembly. Discovered during pm service. Blood pressure adaptor cable was replaced. Bp waveform now present and fiber optic test passed. Upper panel assembly replaced on the console. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. No patient involved.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), cardiosave intra-aortic balloon pump (iabp), no blood pressure waveform was present during the fiber optic test. Additionally, saline contamination was found on the bp adaptor cable connector and corrosion was also found on the mechanism for the fiber optic cover on the upper panel assembly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 reporter name was shortened due to character limitations. Complete name: (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a